Event description:
On (B)(6) 2025, the customer's aide contacted acorn requesting an adjustment to the footrest, as the customer's feet were not sitting flat. During the call, the aide also mentioned that approximately 3 months ago, the customer fell while attempting to exit the stairlift. The aide was unable to clearly describe the details of the incident, and the customer was not available during the call to provide additional information. The customer reportedly sustained 7 broken ribs from the fall.